Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro, prior to tunneling the scope and hooking up, the device activated. The device started heating up on its own without pulling the trigger. The silicone covers on the jaws melted off. A replacement device was opened and the same thing happened, but no melting since it was immediately unplugged. The hemopro cord was switched out with a different cord and the same thing happened again. The user then switched out the generator in the room with a different generator and it worked fine to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).